Event description:
The event is reported as: the customer alleges that the cuff of the endotracheal tube was difficult to deflate. This issue was detected at the time of the cuff check prior to pt use. No report of a pt injury.

Manufacturer narrative:
From the picture it was observed that "difficult to deflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product et tube, cf, 8.5, lot 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. Document review (DHR) was conducted and no changes were required. From the picture it was observed "difficult to deflate cuff", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.